Event description:
The clinical advisor for IV therapy reported that he observed a cloudy or white precipitant in the extension set on a patient that was completing a 5fu-chemo solution. When asked, another nurse reported to have observed this when they first plugged 5fu-chemo therapy solution into the patient. Another nurse said to have seen the same thing and just changed out the extension sets that they keep in stock and it went away. The report states that they have been using statlock product for over a year with no problem like this until now.